Event description:
Physician was advancing armada 35 pta catheter 12 mm x 40 mm x 80 cm; inflated in the superior vena cava all the way out. In the superior vena cava and innominate vein; inflated to 16 atmospheres and then in the subclavian vein inflated to about 9 atmospheres. This showed a residual stenosis in the subclavian vein; right before the origin of the jugular vein as well as a severe stenosis in the innominate vein and right before it joined the left innominate. He advanced the armada 35 pta catheter 12 mm x 40 mm x 80 cm; inflated this right at the tight stenosis in the innominate vein. He inflated this to 20 atmospheres for two minutes. The balloon burst. He removed the balloon, which was difficult because it stuck to the wire. He had to remove the sheath, most of the wire, and the balloon all together. He inspected the balloon and it had come out in its entirety. He cut the wire and placed a 6-french sheath back in place. He then exchanged this for a longer 6-french sheath. A venogram showed no extravasation, but there was still severe stenosis. He advanced an angle taper into the subclavian vein to the thoracic outlet and performed a venogram. This showed that there was residual stenosis in the innominate vein. He then removed the sheath and wire, and pressure was held for hemostasis. The patient was taken in good condition back to the intensive care unit. Per hospital, the manufacturer has requested the balloon.